Event description:
It was reported that a lead warning and a polarity switch to unipolar were triggered by low impedances on the right ventricular (rv) lead. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg), (B)(6) 2013; 4076 implantable pacing lead, (B)(6) 2007. (B)(4).